Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of huyd0583 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (huyd0583) have been reported from the same facility.

Event description:
Reported pinhole at hub.